Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the procedure, the right atrial (ra) proximal and distal setscrews could not be loosened. The terminal pin of this ra lead was pulled, and the connector then broke. The terminal pin remained in the device port. The lead insulation was damaged and the conductor coil was exposed, so the lead was cut and surgically abandoned. Next, the right ventricular (rv) distal setscrew was loosened, but the rv proximal setscrew could not be loosened. The rv lead was pulled with force and again, the terminal pin of the lead was broken. The rv lead was also surgically abandoned. A new rv lead was implanted and connected to the new device. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted all four seal plugs were missing and all four retaining washers were bent upwards. The ra and rv ring setscrews were confirmed to be stuck in the up position. Laboratory technicians were able to loosen the stuck ra setscrew with 23 inch ounces of force, and the stuck rv setscrew with 22 inch ounces of force. The ra and rv tip setscrews moved freely; no further issues were observed on the device header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.